Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, signal loss greater than one hour due to the transmitter and app unable to complete a data transfer was found within the investigation window. The reported event of an unknown sensor issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.